Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they experienced low blood glucose level 38 mg/dl and insulin pump was over delivering. The customer was treated with food. The customer did not report any symptoms for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege that the insulin pump was over delivering. The customer did not use auto mode. Troubleshooting was performed for low blood glucose level. The insulin pump and reservoir will be returned for analysis.